Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. The manufacturer has opened an internal investigation to evaluate these types of issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient reported his controller was battery switching. It was stated that the patient changed performed an elective controller exchange at home to the backup controller. It was further stated that the update was installed on the controller. About 15 minutes after the patient had this controller with the new software, it again responded as his first controller, patient reported battery acknowledgement tones from his controller just sitting in the waiting area of the hospital. The alarms could not be reproduced by manipulating the battery plugs. The connection of socket 2 seem tighter than the connection of socket one. The controller was replaced from the hospital. After 1.5 hours after the change the patient returned home without any new alarms. It was stated that the patient tolerated very well the controller exchange and had no effects or consequences. No further information was given, investigation is ongoing.

Manufacturer narrative:
Investigation summary: it was reported that the patient was experiencing power switching events. (B)(4) and (B)(4) were returned for evaluation. The remaining devices were not returned (B)(4). Review of the manufacturing documentation confirmed that the associated devices (B)(4) met all requirements for release. Analysis of the controller's event file revealed that the controller ((B)(4)) received the smr upgrade on 02/17/2016. Prior to the smr upgrade, log files revealed several premature power switching events involving (B)(4). The power switching events prior to the smr upgrade was likely due to communication errors between the controller and batteries. Log file analysis after the smr upgrade revealed three instances where the controller logged a momentary disconnection for (B)(4) on power port 1. A momentary disconnection will result in an audible tone. During these events, the momentary disconnection occurred on the secondary power source, which did not result in a power switching event. Failure analysis revealed that (B)(4) passed functional testing but failed visual inspection due to contamination and corrosion in both of the power port connectors. It's possible the observed contamination contributed to the momentary disconnections the patient experienced, however, the reported event could not be duplicated during testing. Failure analysis of (B)(4) revealed that the battery passed visual inspection and functional testing; the reported event could not be duplicated during testing. Analysis of (B)(4) could not be performed since the devices were not returned for evaluation. The most likely root cause of the power switching prior to the smr upgrade can be attributed to communication errors between the controller and batteries. The manufacturer is investigating communication errors. Momentary disconnections are being investigated. The most likely root cause of the "battery acknowledgement tones" can be attributed to momentary disconnections between the controller and batteries; foreign material observed on power port 1 of the controller may have contributed to the momentary disconnections. Other devices: d4: battery / (B)(4). H6: FDA method code(s):3323. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h10 (additional devices involved): other devices involved in this event: d4: battery / (B)(4) / model #: 1650de / expiration date: 2015-04-30 d10: yes, return date: 2017-04-03 h3: yes h4: mfg date: 2014-04-01 h5: no h6 device code(s): c63030 battery problem h6: FDA method code(s): 10, 3317, 3372, 20 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 25 d4: battery / (B)(4) / model #: 1650de / expiration date: 2015-04-30 d10: no h3: yes h4: mfg date: 2014-04-01 h5: no h6 device code(s): c63030 battery problem h6: FDA method code(s): 3372, 3263, 3317 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: battery / (B)(4) / model #: 1650de / expiration date: 2015-04-30 d10: no h3: yes h4: mfg date: 2014-04-01 h5: no h6 device code(s): c63030 battery problem h6: FDA method code(s): 3372, 3263, 3317 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: battery / (B)(4) / model #: 1650de / expiration date: 2015-04-30 d10: no h3: yes h4: mfg date: 2014-04-01 h5: no h6 device code(s): c63030 battery problem h6: FDA method code(s): 3372, 3263, 3317 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: battery / (B)(4) / model #: 1650de / expiration date: 2016-09-30 d10: no h3: yes h4: mfg date: 2015-09-01 h5: no h6 device code(s): c63030 battery problem h6: FDA method code(s): 3372, 3263, 3317 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: battery / (B)(4) / model #: 1650de / expiration date: 2016-09-30 d10: no h3: yes h4: mfg date: 2015-09-01 h5: no h6 device code(s): c63030 battery problem h6: FDA method code(s): 3372, 3263, 3317 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 25 d4: battery / (B)(4) / model #: 1650de / expiration date: 2016-10-31 d10: no h3: yes h4: mfg date: 2015-10-01 h5: no h6 device code(s): c63030 battery problem h6: FDA method code(s): 3372, 3263, 3317 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.